Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for the excision of colonic polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare could not be fully deployed; thus, it was impossible to completely enclose the polyp with it. There was a difficulty with rotation, and the coil wire was too thick. Incomplete extension of the snare resulted in the inability to remove some polyps during cold resection. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for the excision of colonic polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare could not be fully deployed; thus, it was impossible to completely enclose the polyp with it. There was a difficulty with rotation, and the coil wire was too thick. Incomplete extension of the snare resulted in the inability to remove some polyps during cold resection. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Block h11: investigation results- a captivator snare was received for analysis, and it was found during visual inspection that the device was returned without any damage. A functional inspection was performed, and it was observed the device was extended and retracted in the 10-inch loop fixture, and the loop could extend properly without any issue. A continuity and electrical test were performed, and the device was noted to be within specification. No other problems with the device were noted. The reported event of snare loop failure to cut was unable to be confirmed. Investigation found that the device did not have any visual issues/damage; the device was submitted to a functional test, and the loop could extend properly without any issue; the device was actuated manually in the snares retroflex, and it was not difficult to actuate. A continuity and electrical test were performed, and the device was found within specification. The device was not a rotatable snare. Captivator devices do not have the rotation loop feature. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. In regard to the device user preference issue, the most probable cause of the reported issue cannot be established due to lack of evidence since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the information available and the returned device analysis, a conclusion of no problem detected was assigned to this investigation since the reported allegation was not observed. Therefore, the most probable root cause of this complaint is no problem detected.